Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00718. It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
Conclusion: the report event of high impedance was not confirmed. As received, the returned lead (b) worked and passed all test. The cause of the reported event remains unknown.